Event description:
It was reported that while using the bd vacutainer® push button blood collection set, the needle did not retract. Multiple occurrences were seen with the same lot number. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5: describe event or problem: it was reported that while using the bd vacutainer® push button blood collection set, the needle did not retract. Multiple occurrences were seen with the same lot number. No patient impact reported. H6: investigation summary: material #: 367342. Lot/batch #: 3026452. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional retraction testing and no issues were observed relating to unable to retract IV needle as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to retract IV needle. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was leakage from the needle.

Manufacturer narrative:
Medical device type: jka fpa. G.5 PMA / 510(k)# k030573, k220212. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.